Manufacturer narrative:
(B)(4). Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source of the infection is staph epidermidis. The 1 month tte revealed a properly functioning sapien 3 valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Approximately 3 months post implant of a 29mm sapien 3 valve, patient was admitted for dyspnea and back pain in the right scapular region. During the night, the patient ran a fever. An echo (tee) revealed significant endocarditis involving the sapien 3 valve. There was moderate paravalvular regurgitation and a paravalvular abscess. Antibiotics were adjusted by an infectious disease specialist. The tavr valve was explanted and a non-edwards surgical valve was implanted. During the procedure, debridement and repair of the peri-aortic root abscess with patch was performed. Of note, two days post-operative of the surgical valve implantation, the patient expired of cardiogenic shock. As per medical records, (discharge summary) discharge diagnoses is bacterial endocarditis involving the bioprosthetic aortic valve and staph epidermidis is the cause.